Event description:
It was reported that the pt had a problem with her neurostimulator. The pt fell on her implantable neurostimulator in (B)(6) 2010 and then felt "a shocking or jolting sensation" in her "back region." A company representative checked the impedances of the device and all were normal. An x-ray was taken and "did not visibly show any issue with implant." The device was reprogrammed, but the pt still felt "shocking and some slight pain" at the neurostimulator pocket site. Additional info has been repeated, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.